Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient was experiencing pain at the ipg site due to the ipg having migrated. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the ipg was repositioned. The patient's pain was resolved post-operatively.